Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Event date: not provided. Device brand name: not provided. Device product code: not provided. Device catalog/ lot number: not provided. Initial reporter email address, fax number: not provided. PMA/510(k) number: not provided. Device discarded.

Event description:
It was reported that an unknown biomet abutment screw fractured within the implant. Screw fragment was removed. No injury was reported.

Event description:
Additional information was received; customer confirmed the screw was removed and discarded. No injury has been reported. Patient identifier updated.

Manufacturer narrative:
A unknown biomet screw was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported device was located #03 and the length of the device usage is unknown. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.